Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer called and said that her nebulizer irc1710 no longer blows out the mist from the medicine. Unit will turn on and run, but the medicine is no longer in a mist.